Event description:
A customer reported that the adc device would not power on with button and strip insertion. As a result, the customer was unable to monitor their glucose and experienced symptoms described as "sugar was high." The customer had contact with a healthcare professional and was given unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader and libre reader were reviewed, and the dhrs showed the libre reader and libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.